Manufacturer narrative:
The investigation into the reported pump damage was completed. No product was returned for benchtop analysis. After reviewing the clinical information, it was determined that the cause of the issue was most likely a damaged sterile sleeve due to improper handling of the device during repositioning. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 61-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced damage to the sterile sleeve when a clinical team member tore the sterile sleeve while attempting to reposition the device. The pump's performance was not affected. The device was not removed due to this issue. There was no reported harm to the patient.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04140 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.